Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reduced rotations per minute (rpm) due to ventricular tachycardia (vt). Log file analysis showed a no external power event due to simultaneous power lead disconnects while the patient was switching power sources. There was no interruption in pump support to the patient during this event. It was later reported that the patient was on oral medication for ventricular tachycardia. Ablation was attempted in the past and was unsuccessful. The patient stated he accidentally disconnected both power leads at one time.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . The heartmate ii lvas instructions for use (IFU) cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event resolved on (B)(6) 2020.